Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#(B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0zx9d, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0zwpz, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had a potential infection. The patient's incision dehisced and was treated with antibiotics. The patient was released and their system was not explanted. No surgical intervention occurred and it was unknown if any was planned. The issue was resolved at the time of this report. The patient's indication for use is dystonia and movement disorders. Refer to manufacturer report #3004209178-2016-02606.